Event description:
After angiogram, cath inserted and upon "torqueing" the cath, a piece of guiding catheter broke off in pt's descending aorta. Attempts to retrieve made, but unsuccessful. Catheter piece removed in or. Cath appears bent and twisted. Pt stabilized.